Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and significantly calcified mid circumflex (cx) vessel. A 2.25 x 20mm promus premier¿ stent was selected to treat the lesion. While attempting to place the device in the mid cx, the stent stripped off from the stent delivery system. Subsequently, coronary angiography was performed and revealed the location of the stent was within the target lesion. The physician determined that rather than to snare the stent to remove it from the patient, another stent was implanted to crush the dislodged stent into the vessel wall and completed the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).